Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on june 17, 2025, a 10mm x 10cm gore® viabahn® endoprosthesis (vsx device) was intended for use in the upper left arm during treatment of stenosis on the vein side of a fistula. After the device was advanced over an 0.035" stiff terumo glidewire, the physician attempted to deploy the device. However, after the deployment was initiated, the deployment line got hung up at the turnaround and started to bowstring. With no device expansion, the physican removed the device through the introducer sheath. A new 10mm x 10cm vsx device was successfully implanted to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: evaluation of the returned device indicates endo returned with deployment line in tension and curved appearance of endo. The endo was also observed to be rotated on distal shaft and partially expanded at distal end. Guidewire was passed from tip through transition to stabilize device during deployment attempt. Deployment from the knob was unsuccessful, with noted deformation of proximal catheter. Deployment continued with traction on deployment line at the endo. The reported failure of zipper bound at turnaround is not consistent with the findings of the inner zipper deployed past the turnaround with partial expansion of the endo. The reported failure to deploy is consistent with deployment unable to continue by pulling on deployment knob during engineering evaluation.